Manufacturer narrative:
(B)(4). Batch # 475a57. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device could not be fired. The battery was replaced, but the issue did not improve. The device was used between colon and rectum. Another device was used to complete the case. There were no adverse consequences to the patient. The anvil was not replaced. There was no change in the operation due to the issue. The patient is stable after the operation. They are delaying the start of the meal, and the hospitalization was prolonged than usual just in case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 09/20/2022 d4: batch # 475a57. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. However, when the battery was installed the green checkmark illuminated indicated that the device was not reset. No functional test was performed in order to preserve the evidence. This defect has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2022 additional information: the device was sent for additional evaluation. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. A test battery was inserted into the device and the green checkmark illuminated, indicating the device had been fired. However, all the staples were present in the device. The shrouds of the device were removed, and visual analysis found the stop switch was activated. This indicates the device was not reset by the manufacturer. Additional visual analysis showed the cam was rotated so that it was touching the stop switch actuator. No root cause could be determined as to how this device left the manufacturer without being reset.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2022. Additional information was requested, and the following was received: clarification needed: was the hospitalization longer than normal for this type of the procedure? No further information will be available. Was the extended hospital stay related to the ethicon device not firing or were there other patient factors that the stay was attributed to? No further information will be available. No further information will be provided."